Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service to report the distech facemask blue earloop level 2 masks break her out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 10/8/2025 for report mw5175106 to correct manufacturer and foi address. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).